Event description:
It was reported that an occlusion alarm occurred. Subsequently, the customer experienced a blood glucose (bg) level displayed as "high" and a moderate ketone level. A manual injection of insulin was administered to treat bg level. Reportedly, the customer cleared the alarm and successfully resumed insulin delivery.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.